Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after the device appropriately treated the patient's ventricular fibrillation (vf) rhythm, the patient experienced syncope and fell. When the patient was in the hospital a high out of range shock impedance measurement event was noted in the logbook with no noise. When the field representative interrogated the device, she was able to recreate the high out of range shock impedance measurement in all vectors. Boston scientific technical services (ts) was consulted and suggested obtaining an x-ray to determine the integrity of the lead. No additional adverse patient effects were reported. Additional information was received that during the revision procedure, the set screw on the device was determined to be loose. It was tightened and the impedance measurement returned to within normal limits. The device and lead remain in service. No additional adverse patient effects were reported.